Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly."

Event description:
A device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. A trilogy 100 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation. However, the device failed a test step related to (control pressure, monitor pressure and proximal pressure verification test). The sound abatement foam was replaced preventatively. The device came only for remediation and will be returned to the customer unrepaired. Additionally, during the evaluation dust was confirmed on the blower box. The handle o ring was damaged. The software was upgraded.